Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did the top jaw detached completely from the device? If yes did any pieces fall into the patient? Is yes, were they retrieved? If retrieved, will the broken piece be returning with the device? What type of procedure was the device used in? What was the procedure date? What is the lot number for the device? What is the name of the person who used the device? The device was returned with the upper jaw detached and not returned. In addition, the top of the I-blade was fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw and the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Event description:
It was reported that during an unknown procedure, the top jaw broke. It is unknown if it completely detached from the device. The case was completed by opening a second device. No patient consequences were reported. This is all information known.